Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-01022. It was reported the patient complained her scs system was autoreducing. Troubleshooting revealed multiple lead contacts had high impedances, reprogramming was performed and the patient reported receiving effective stimulation therapy. However, follow-up identified reprogramming did not resolve the issue as the patient reports her scs system is no longer working. Surgical intervention is planned for a later date to address the issue.